Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00958184 case subject: npi 8100 bottle side occluded alarm during pm account name: phoebe north account #: 10147481 asset name: 8100 pump module v9.33.0 asset location: contact: walter dominguez contact email: walterd732@hotmail.com contact phone: 7078123619 contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has an 8100 module giving him a bottle side occluded alarm during pm. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: biomed already replaced the bottle side pressure sensor and same failure. Did the analog sensor task and saw the voltages with a dry set did not look normal. Recommended to replace the logic board. Biomed will get a po and call back for a service RMA.